Event description:
A (B)(4) distributor returned a monitor with a report indicating that when the pt changed the battery, the monitor screen was black and the device emitted a high noise. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (black screen / high pitched noise) was confirmed. As received, the monitor would not power on. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.